Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was in 2009, with predilatation performed prior to stenting. A dissection occurred during placement of the xience v stent in the distal cx, distal to the lesion. It was treated with the placement of another xience v stent. No additional event or pt info is available.